Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that a ventilator stopped cycling. The ventilator was not in use on a patient at the time that the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.